Event description:
The surgeon reported to the competent authority that a pt underwent a left thr revision on (B)(6) 2012 due to loosening of the acetabular component and corrosion in the left thr. The explanted acetabular components were not stryker product. At the revision it was observed that there was black discoloration at the stem/head taper interface.

Manufacturer narrative:
Associated device: v40 cocr lfit head 36mm/0, cat# 6260-9-136, lot# h3amme. An eval of the device cannot be performed as the device was not returned to the MFR. Additional info has been requested and if it becomes available then it will be submitted in a supplemental report.